Manufacturer narrative:
Retainer : black. Customer returned insulin pump for an alleged pump error 43 alarm/rewind anomaly found on (B)(6) 2021. Device was received with pump error 38 alarm during rewinding. Unable to verify pump error 43 alarm or perform rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to pump error 38 alarm. Thus software was utilized and downloaded trace/history files properly. In further full review in the pump history file/ trace found (4) pump error 43 alarm in the insulin pump history file/traces on (B)(6) 2021 started from 7:26 pm to 7:38 pm. Device was cut open to perform visual inspection and found moisture damage found on the electronic assembly on electrical board 1, motor assembly and force sensor assembly. Swapped out the test motor and pump passed the rewind test. Confirmed pump error 38 alarm due to corroded motor home switch. The force sensor measurement was not within spec range (468.9 mv). Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: cracked battery tube threads, cracked case at corner of the belt clip rails, cracked case along the side of the battery tube and minor scratched lcd window. Pump error 38 alarm due to corroded motor home switch. Unable to confirm pump error 43 alarm or rewind anomaly due to pump error 38 alarm. Moisture damage/cosmetic damage found. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had received an error in the motor was detected by reading unexpected value from hall sensor alarm. The customer stated they were able to clear the alarm but were not able to complete the rewind process. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.